Manufacturer narrative:
On 11-oct-2020, mentor completed the investigation on the suspect medical device. The investigation was completed on photos of the device because the physical device has not been returned to mentor. Device evaluation summary: according to the information received, upon opening the device packaging, it did not look correct according to the surgeon. The device was not used in any surgery. Upon visual evaluation of the images provided in the complaint, the outer protective wrapping of the device was observed to be broken. It was also noted that the implant was inside its sealed thermoform. No other anomaly could be observed. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each product is visually inspected during manufacturing to ensure the product meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that there was an issue with the packaging for a mentor memorygel breast implant 550cc gel breast prosthesis. It was observed that the seal was compromised. As a result, the device was not used in any surgery.